Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3641-1 serial/batch number (B)(6) was received for investigation. Functional testing was not performed as it is not applicable to this device. Upon visual inspection of the returned device, it was observed that the inserter's shaft was bent near the tip at the distal end. The most likely cause for the reported failure is a user error. According to fdu-0054 at revision 0. E. Warnings. 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the implant pulled out of the prepared channel. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.